Event description:
Consumer very upset about the variation inreadings on their plink meter, when comparing to their other meter. Analysis run on clark error grid using competitive readings (158) as ref. Point vs. Bd readings 22, yielded data points in the c range of the grid, outside of acceptable limits.